Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received for evaluation by our quality team. The picture shows a connection point with a device attached to the connection. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine wh(B)(4) ere the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd catheter was not intact and was left inside the patients vain. X-ray was performed and revealed piv tip was insitu in the right upper arm approximately 1-2 cms from the insertion site. Surgery was performed for removal. The following information was provided by the initial reporter: product is either insyte 20g or insyte autoguard 20g. (B)(6) 2022 - surgery team requested for a peripheral intravenous cannula which was inserted. On (B)(6) 2022 to be removed from a patient's upper arm (not in the cubital fossa). There were nil reports of issues with the pivc prior to removal. There was no documentation in relation to insertion difficulties or who inserted the pivc. \upon removal - the tip was not intact and was left inside the patient's vein. \x-ray revealed pivc tip was insitu in the right upper arm approximately 1-2 cms from the insertion site. Plan for surgery commenced. (B)(6) 2022 - patient was transferred to ot and the full length of the cannula + tapered tip was found with surrounding thrombus. It was removed without issue.